Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was high out of range measuring greater than 400 ohms. Technical services (ts) stated that this likely entails an electrode integrity anomaly advising x-rays and possible electrode replacement. It was noted that the patient will be admitted to the hospital for further evaluation. No additional adverse patient effects were reported. Currently, this electrode remains in service.

Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was high out of range measuring greater than 400 ohms. Technical services (ts) stated that this likely entails an electrode integrity anomaly advising x-rays and possible electrode replacement. It was noted that the patient will be admitted to the hospital for further evaluation. No additional adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, upon evaluation, x-rays were taken and revealed that the electrode had migrated from the sternum so there was no more connection between electrode sensing vectors. It was also noted that this patient has a very high body mass index (bmi). The physician stated that the patient will be considered for a transvenous device.